Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false downstream occlusion alarms through the history log, but could not reproduce them. The downstream sensor is a known contributor to the reported symptom. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed"downstream occlusion!" When no occlusion was present. It was also reported that there was no pt involvement.